Manufacturer narrative:
Qn#(B)(4).

Event description:
It was reported a unilateral pleural effusion was discovered in a child patient who had the catheter inserted. The child needed a pleural puncture to stabilize her. Additional information received 13feb2023: it was unknown if the device was defective or not. The device was removed because of the unilateral pleural effusion observed on the patient. The patient had a routine pulmonary echography and a 6mm effusion was found on the right. The patient was reported to be deceased. Additional information received 16feb2023: the catheter insertion site was the right internal jugular. The catheter had been in place for 1 week. In addition to the pleural puncture, the patient required a change of ventilation type. The patient's date of death was (B)(6) 2023 at 5pm. The patient's cause of death is reported as "multifactorial cause of death: treatment limitation decision made with a patient with heart disease, respiratory distress, and chylothorax". It was reported the device did not contribute to the patient's death. "After removing the catheter, another right unilateral pleural effusion occurred".

Event description:
It was reported a unilateral pleural effusion was discovered in a child patient who had the catheter inserted. The child needed a pleural puncture to stabilize her. Additional information received 13feb2023: it was unknown if the device was defective or not. The device was removed because of the unilateral pleural effusion observed on the patient. The patient had a routine pulmonary echography and a 6mm effusion was found on the right. The patient was reported to be deceased. Additional information received 16feb2023: the catheter insertion site was the right internal jugular. The catheter had been in place for 1 week. In addition to the pleural puncture, the patient required a change of ventilation type. The patient's date of death was (B)(6) 2023 at 5pm. The patient's cause of death is reported as "multifactorial cause of death: treatment limitation decision made with a patient with heart disease, respiratory distress, and chylothorax". It was reported the device did not contribute to the patient's death. "After removing the catheter, another right unilateral pleural effusion occurred".

Manufacturer narrative:
(B)(4). The customer provided one image for review. Visual analysis revealed a 2-lumen cvc inside a jar. No defects or anomalies were observed. The customer returned one, 2-lumen cvc for analysis. Signs of use in the form of biological material were observed inside the extension lines. Visual analysis of the returned cvc did not reveal any defects or anomalies of any kind. The catheter body length from the juncture hub to the distal tip measured 2 1/16", which is within the specification limits of 1 25/27"-2 3/16" per the catheter product drawing. The catheter body outer diameter measured 0.0575, which is within the specification limits of 0.0540"-0.0580" per the catheter extrusion product drawing. Functional inspection was performed to recreate the product's intended use. The IFU provided with this kit states: "flush each lumen with sterile normal saline for injection to establish patency and prime lumen(s). Clamp or attach luer-lock connector(s) to extension line(s) to contain saline within lumen(s)". The extension lines were flushed with a lab inventory syringe. Biological material was observed exiting the catheter lumens; however, little to no issues were encountered as the water exited out of the respective locations for both extension lines. The extension lines were tested for liquid leakage per (B)(4) which states that no liquid leakage should form in one or more falling drops of water when tested at 300kpa for 30 seconds. Each extension line was attached to the leak tester. With the distal tip of the catheter body occluded, the extension lines were pressurized to 300 kpa for 30 seconds. No leaks were detected from any region of the catheter, including the extension lines; therefore, the sample passed functional leak testing. A manual tug test confirmed the extension lines were fully secured within the respective hubs. A device history record review was performed, and no relevant findings were identified. The IFU provided with the kit informs the user, "clinicians must be aware of complications/undesirable side effects associated with central venous catheters including, but not limited to: cardiac tamponade secondary to vessel, atrial, or ventricular perforation; pleural (i.e. Pneumothorax) and mediastinal injuries; air embolism; catheter embolism; catheter occlusion; etc.". The IFU also states, "flush each lumen with sterile normal saline for injection to establish patency and prime lumen(s)". The report of a patient complication (no product malfunction) was not able to be recreated through complaint investigation of the returned catheter. The returned catheter met all relevant visual/dimensional/functional requirements including patency and leak testing. A device history record review was performed with no relevant findings to suggest a manufacturing related issue. Based on the customer report and the sample received, no problem was found with the returned catheter. Teleflex will continue to monitor and trend for reports of this nature.